Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the helium tank level on the cardiosave intra-aortic balloon pump (iabp) had dropped from full to less than half in just a few hours. The nurse was concerned that the helium would run out. The only other pump available was a cs300 and the nurse questioned the compatibility. The getinge emergency support representative advised the nurse of the steps to switch the cardiosave out for the cs300 and the nurse had no further questions. No patient harm or adverse event was reported.